Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017. According to the complainant, during preparation and outside, the distal end of the procedure sheath was broken when it was attached on an adapter. The procedure was completed with another of the same device. There were no complications reported as a result of this event. The patient condition was reported to be "fine".